Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Information received indicated that no further information will be made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
While removing triathlon cr insert 6-9mm a small 1-2mm size piece of plastic broke off the insert trail. No adverse consequences at this stage.

Manufacturer narrative:
An event regarding a crack/fractured modified hollow tibial insert trial was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
While removing triathlon cr insert 6-9mm a small 1-2mm size piece of plastic broke off the insert trial. No adverse consequences at this stage.